Event description:
It was reported that it was not possible to interrogate the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.